Event description:
The account heard a pop, then started smelling smoke and saw smoke from the tower. The lightsource was pulled out into the hallway, the inside was melting. Another tower was brought in, delaying the case 10-15 minutes.